Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2015 with the following findings: during investigation a ¿call service 069¿ alarm was reproduced during the rewind step. A review of the pump history revealed a ¿cs69¿ written as a ¿cs87¿ failure in the black box. A component failure was found on the pcb.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).